Event description:
The customer reported that when he was about to get in the shower the insulin pump gave him button error. Patients blood glucose at that time was 324 mg/dl. Advised customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.